Manufacturer narrative:
It was identified that this is duplicate complaint from an already reported complaint. The investigation will be addressed in tw (B)(4). This complaint will be closed as duplicate.

Event description:
It has been reported to philips that, the wireless foot pedal malfunctioned during a procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.